Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to cracked solder on inductor (l11).